Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025. It was reported that during the procedure, the snare would not close, even when not around tissue. The snare loop was not able to capture and cut the polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.